Event description:
It was reported that pump experienced malfunction alarm with no notable events preceding issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.